Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 165 mg/dl and the sensor glucose was 74 mg/dl. Insulin delivery was suspended due to sensor values. Sensor value that triggered the suspend event 74 mg/dl. Suspend on low limit in sensor settings was 70 mg/dl. The customer experienced other relevant blood glucose value of 124 mg/dl. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The sensor will be returned for analysis.

Manufacturer narrative:
Inspected 1 random opened or used partial sensor and found cannula retracted inside sensor base. Also found excessive dried blood in sensor base. Unable to confirm insertion or needle anomaly due to customer did not return insertion needles; only sensors